Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a valve shunt. It was reported that the valve didn't work even though it had been pressed. There was less than an hour delay in the case. No impact on patient outcome. The reported issue was found pre-operatively.